Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 9.7cm to 10.2cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The damage found likely resulted in the reported noise anomaly.

Event description:
It was reported that noise was observed on the atrial lead through a remote merlin.net transmission. No patient symptoms were reported. In clinic, isometric movements could reproduce the noise. The lead was capped and replaced. The patient was noted to be in good condition following the procedure.